Event description:
It was reported that t:slim x2 pump battery would not charge and pump would not turn on despite use of working wall outlet, tandem charging cable, tandem wall adapter, and alternative charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer attempted several troubleshooting steps without success, planned to continue using current pump and rely on alternate insulin method if necessary, and tandem technical support arranged shipment of replacement pump with updated software, instructed customer to allow battery to fully deplete and return problematic pump within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.